Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and the drive support cap was sticking out. The customer¿s blood glucose level was 178 mg/dl at the time of the incident. The customer also stated that the insulin pump had a no delivery alarm. The customer reported that the alarm did not occur during manual prime. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with loose drive support cap. Device passed the displacement test but failed during prime test due to loose/protruded drive support disk.